Manufacturer narrative:
H6; the reported event, for router breakage, was not confirmed as the router was not returned for evaluation. Without the router, the root cause cannot be determined. Available for return.

Event description:
It was reported that during testing a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during testing a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.